Event description:
The customer reported the ventilator would not power up and had an odor of overheating. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The respironics service technician reported visual inspection of the power supply and snubber pcb showed signs of overheating. The service engineer replaced the power supply to correct the findings. Final testing was performed and passed to specifications. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na